Manufacturer narrative:
(B)(6) initial and final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). A complaint sample was not provided for evaluation. Two photographs of the sample were provided by the customer. A review of the provided photos confirmed the top of the catheter valve assembly was missing. However, the investigation was not able to determine the root cause resulting in the top of the catheter valve breaking. A device history record review could not be completed as no batch number was provided. The investigation was able to confirm the top of the pleurx valve assembly was broken off from the valve body. However, based on the investigation results, a probable root cause could not be identified for the observed failure mode. Since a probable root cause could not be identified for the observed failure mode, the investigation was not able to identify a corrective and/or preventive action for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
It was reported that the valve was defective. On the pleurx there was no valve left. It was only the plastic wreath where the nose is. The safety clamp was used and the valve was changed. No patient harm.